Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed. The customer stated the insulin pump alarmed critical pump error. The customer's blood glucose was unknown. Customer agreed to return insulin pump.

Manufacturer narrative:
After battery installation, the insulin pump display froze at the startup minimed logo due to corrode electronic assembly also, the motor assembly was found with corrosion. Unable to perform functional testing or verify critical pump error alarms due to frozen display. The insulin pump was received with cracked case on the back at the battery tube area, minor scratched lcd window, case and keypad overlay.